Manufacturer narrative:
Follow-up #1: date of submission 07/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/23/2016 with the following findings: there was no evidence of rewind issues found in the pump's black box. The pump performed the rewind, load and prime steps successfully. The pump was exercised for 24 hours with no issues observed. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) /2015, the reporter contacted animas, alleging that the motor piston was not rewinding. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.